Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Further review of the submitted pump log files captured timestamps that indicate that the pump clock had reset to its default timestamp. This data indicates that a pump stop event occurred.